Manufacturer narrative:
The device history record for the catheter was reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. The catheter was returned for analysis. Visual inspection of the catheter confirmed a nearly circumferential slice in the location balloon. This slice was likely induced by the operator using a sharp tool in conjunction with the device.

Event description:
It was reported that a catheter location balloon leak occurred during a transurethral microwave treatment. The physician inserted the catheter without any issues but could not clearly detect the placement of the location balloon via ultrasound. While pulling back on the catheter to reposition the location balloon, no resistance could be felt and the catheter slid out. Upon removal of the catheter, it was noted that the location balloon was leaking sterile water. The location balloon was tested in accordance with approved protocol before being inserted into the patient; no issues were detected during testing. The location balloon leak occurred prior to energy delivery to the catheter. No patient injuries or complications were reported.